Event description:
Boston scientific received information that a latitude red alert was received from this system due to a low shock impedance measurement. A boston scientific sales representative confirmed the one time measurements of 0 ohms was received during the use of electrocautery utilized during hip surgery on this patient. No adverse patient effects were reported.

Manufacturer narrative:
All other shock impedance measurements were within normal limits. This product issue will be updated if additional information is received.